Manufacturer narrative:
(B)(4): during processing of this complaint attempts were made to obtain complete event, patient and device information. (B)(4) - the xience v stent is contraindicated for use in patients with hypersensitivity to nickel. Starclose se, part# 14679-01, lot# unknown, is being filed under a separate manufacturer report number. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a xience v stent was implanted for treatment of a 95% blockage in the left anterior descending coronary artery. Arterial access was gained through the radius artery for the stenting. Four days later, a physician trained in the use of the starclose se device achieved arteriotomy closure of the right femoral artery after an interventional peripheral and renal stenting procedure. The patient has a history of hypersensitivity to nickel diagnosed fifty years ago, which was confirmed with a positive test for nickel 16 years ago. At that time, she developed symptoms of a rash and cellulitis when wearing costume jewelry. When the physician asked if she had any allergies, she forgot to disclose the nickel hypersensitivity. Reportedly, after arteriotomy closure, the patient developed symptoms of "lack of energy" and pain in the left leg with a rash that appears as "blotches of welchs under the skin." The blotches were a ¼ inch in diameter and 4 inches long on the backside of the left limb from the back of the left knee down to the left ankle. After two courses of medical treatment with prednisone and four days on the current therapy of methylprednisolone and celebrex, the symptoms were described to be "lighter and fading." Although, the right groin turned black and blue, which received the implanted starclose se clip for arteriotomy closure, the site was monitored closely and healed normally. The physician indicated to the patient that he had "no idea" what was causing the condition; however, the patient stated, "nobody thinks it is related to the clip." No additional information was provided.